Event description:
It was reported that during a stenting treatment procedure withdrawal resistance and stent dislodgement occurred. A promus element stent was advanced to an unspecified target lesion and while attempting to cross a previously deployed stent the device became stuck. The physician attempted to remove the promus element stent; however, he experienced withdrawal resistance and the stent dislodged inside of the previously placed stent. Additional information was requested and is not available. This product is only ous approved, but it is similar to an approved united states device.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).